Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime, compromise forced sensor system and excessive no delivery test or verify low battery alert due to blank display. Pump received with cracked battery tube threads and broken battery cap. The p-cap locks into the reservoir compartment properly noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However; the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump had low battery alarm after inserting new battery. Customer reported that the insulin pump was taking too long to recognized battery. Customer reported that the battery cap was damaged. Customer did not perform any excessive button pressing and they occasionally using vibrate mode for insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.